Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella catalog # 42540000038 lot # 62666610, fermoral component catalog # 42500606802 lot # 62760411, articular surface catalog # 42522400813 lot # 62520079. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was revised due to pain and extreme external rotation of the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported revision was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the persona knee system package insert, pain is a known potential adverse effect of this procedure. Operative notes from the revision surgery state the tibia was extremely externally rotated, but the x-ray review identified the component was anatomically placed and identified no changes in implant alignment in the later images; therefore, the external rotation could not be confirmed. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.